Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as peritonitis diagnosis, the patient was treated with injection vancomycin (1gm, every 5th day, intraperitoneal, ongoing) injection meropenem (1gm, once daily, intraperitoneal ongoing) for peritonitis. On an unknown date, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information was available.